Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the units display will not show and has an intermittent buzzer.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the buzzer was found to be intermittent.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.